Event description:
Shock impedance is measuring > 200 ohms on the competitor's device. Shock impedance fluctuates between 60 to 200 ohms. Shock impedance at implant was 35 ohms. All sensing, thresholds, and impedances within range and unchanged. Reprogramming the shock vector from rv to svc+can to only rv to can measured shock impedance to 60 ohms was suggested. Physician agreed to reprogram shock vector to rv to can only, perform dft testing, and will monitor the lead for any further changes in the future.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.